Manufacturer narrative:
A field service engineer (fse) replaced multiple nozzles and adjusted them. The fse also replaced the spring and spring holders, and the bottle vacuum. The investigation determined that the service action resolved the issue, but was unable to determine a direct root cause due to multiple replacements and adjustments being made by the fse. The customer has not reported any further issues since the service visit occurred.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 853137 and the expiration date is 31-oct-2025. A field service engineer (fse) replaced the sample needles and made adjustments, replaced probes and adjusted them, checked the gear pump head, and replaced tubing for the wash station. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas 8000 cobas c 701 module. The initial result was 294 umol/l, with a repeat result on (B)(6) 2025 of 66 umol/l and two additional repeat results of 65 umol/l.